Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following sutured side incision with synthetic absorbable surgical suture, the patient felt the pain of the wound was aggravated and went to the hospital for a return visit. The doctor checked the patient's body to find that the wound was slightly red and swollen, and the tenderness was obvious. A small amount of purulent secretion was found on the head of the suture. It was considered malabsorption of sutures and the suture was dismantled. The patient¿s symptoms gradually improved after three days of treatment.